Manufacturer narrative:
Corrected data: added device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: bob-manuel t et al. Outcomes of transcatheter aortic valve replacement in bicuspid aortic valve stenosis. Ann transl med 2 019;7(5):102. Doi: 10.21037/atm.2019.02.04. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valve stenosis. All data were collected from a meta-analysis review utilizing an electronic systematic search of the pubmed, embase and cochrane database for studies published between 2002 and december 2018. The analysis included 19 studies with an overall study population of 4,942 patients (predominantly male; mean age 79 years), 477 of which were implanted with medtronic corevalve bioprosthetic valves and 23 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). It was noted that 26, 29, and 31 mm prosthesis sizes were used. Among all corevalve patients, the 30-day mortality rate was 6.5% and the 1-year mortality rate was 14.8%, respectively. No other details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, conversion to open heart surgery (surgical aortic valve replacement), stroke/cerebral vascular accident, valve-in-valve implantation, moderate-severe aortic regurgitation/paravalvular leak, valve embolization/migration, valve malposition, valve dislodged to ascending aorta (corevalve case), and major vascular complications (defined as aortic dissections, major hemorrhage and major structural complications). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.